Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that  neurostimulator is protruding since about a year ago and would like to have system removed so can have MRI (for other medical issues).  Patient was redirected to their healthcare provider to further address the issue. Patient will call and request to speak directly with hcp as her other physicians have redirected patient to have system removed in order to have MRI. Pt mentioned therapy is off and was turned off a long time ago since. That therapy never helped since received implant  patient said has called hcp office and was told that it isn't necessary to remove system. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue no further complications were reported/anticipated at this time.